Event description:
It was reported that a vns patient was referred for battery replacement due to the battery being dead. During intubation during surgery the anesthesiologist noticed the left vocal cord was completely paralyzed. The patient will be referred to ent for evaluation. He decided to see what ent determines and decide whether to do a revision after that. Follow-up from the company representative further provided that there was weird scarring on the left vocal cord and the anesthesiologist had seen that the patient had a "collapsed left throat" clarified to mean vocal cord paralysis and that she had attributed it to the scarring. Additional relevant information has not been received to-date.